Manufacturer narrative:
The device was returned to olympus repair center for evaluation. In the evaluation of olympus repair center the following was confirmed: the reported phenomenon was reproduced. A scope communication error (b30 and e216) occurred about the device. The camera cable of the device was defective. Olympus medical systems corp. (Omsc) reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however, there is possibility that the reported event was caused by defect of the camera cable unit due to excessive stress. If additional information becomes available, this report will be supplemented.

Event description:
The color bar was displayed on the endoscopic image. There was no report of patient injury associated with this event.